Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type catheter pro duct ID 8784 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-apr-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 04-nov-2022, UDI#: (B)(4). Analysis found a deformation in shape of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid (hydromorphone) (900mcg/ml at 185.05mcg) via an implantable pump. It was reported that the patients' healthcare provider scheduled a catheter revision and in surgery was unable to aspirate after opening the pump pocket. The healthcare provider tried to get aspiration in the pump pocket and could never get any flow after multiple tries. She then moved to the spine side of the catheter and released the anchor and cut the catheter in the spine segment. She was still unable to get any cerebrospinal fluid (csf) flow at this point. She then tried to place the spinal needle to insert a new 8780 catheter but was unable to get good needle placement. This patient has had a fusion years ago and it was difficult to gain entry with the spinal needle. After multiple tries, the healthcare provider decided to abort the procedure and explant this patient's entire pump system. She mentioned the spinal segment of this catheter looked clogged. The company representative was not given any information if the patient was experiencing any symptoms. No environmental/external/patient factors were identified and the explanation of the device resolved the issue.